Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the cutter was not working. Additional information has been requested.

Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. The pneumatic connector was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on december 11, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming pneumatic connector. However, how or when the sample became nonconforming could not be determined. (B)(4).

Event description:
Additional information received indicating the event occurred before a vit-ret procedure. There was no patient involvement.